Manufacturer narrative:
(B)(4)

Event description:
It was reported that with the first lead placement that the patient had, they developed cardiac tamponade. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).